Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through the history log, but could not reproduce it. Eval found the motor mount screws were severed which is a known contributor to sys error 105. The motor and mount screws were replaced.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt involvement.